Manufacturer narrative:
Information references the main component of the system and other applicable component: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative (rep) that the complex regional pain syndrome (crps) patient felt pain at their implantable neurostimulator (ins) site following a device implant on (B)(6) 2017. Despite this issue, it was noted that no further issues were noted and the pain in the upper limbs was improved.¿ however, when a hcp contacted the rep on (B)(6) 2017, it was reported the patient¿s ¿charging time was shorter.¿ it was awkwardly completing the recharge of the ins to maximum much quicker than usual. The rep met with the patient on (B)(6) 2017 and determined that while they were initially told the charging time was shorter, ¿the patient actually claimed that the ins heated so that the device could not be charged.¿ it was noted the patient¿s stimulation had been turned off two days earlier, the ins was charged fully, and that when charging was completed during the appointment, the duration might have been shorter. The shorter charging time was noted as ¿normal¿ however and the patient¿s recharger was used to charge a demo device with no abnormal message or charging time issues experienced; the recharger was nonetheless replaced at that time. It was noted the patient¿s ins had heated recently as of (B)(6) 2017. The patient experienced heat and pain at their implant site while recharging. The patient also experienced a recurrence of their original upper limb pain that was previously improved by stimulation. X-ray imaging was performed at the time of replacement and found that ¿neither infection nor burn scars¿ were noted. Blood testing did not determine a cause of the event. The physician involved with the event ¿commented there was no abnormality.¿ it was noted that ¿although the cause of the heating issue was unknown, a replacement was performed to improve the pain.¿ it was also reported that the one of the patient¿s leads was replaced at that time. Impedance testing showed that electrode 8 had an impedance of >10000 ohms and while it was noted that electrode 8 was not used to deliver stimulation, ¿it was suspected that the fractured lead was related to the event.¿ the patient¿s issue was resolved following the ins and lead replacement on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note that conclusion code (B)(4) no longer applies to this report.device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. A heat test was performed with the explanted ins and a control device an no anomalies were observed. Analysis of the lead found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the ¿pain and heating at the implant site¿ were suspected to be related to the alleged lead fracture. Please see manufacturer report number (B)(4) for additional information regarding the previously reported high impedance on electrode 8.

Manufacturer narrative:
Please note that device code (B)(4) has been removed at this time due to the lead analysis finding of no anomaly. If information is provided in the future, a supplemental report will be issued.